Manufacturer narrative:
(B)(4): eval, results/conclusion: insufficient flushing of the guide wire lumen. Eval summary: the proximal part of the catheter was returned: this portion included proximal part of the shaft, hub and strain relief. The distal portion of the catheter was not returned. The guide wire and the introducer sheath used during the procedure have also been provided. The catheter was returned inserted in the introducer sheath and crossed by the guide wire. All these components are strongly fixed together. The catheter shaft is wrinkled and twisted at least half of the usable catheter length. The distal part of the shaft (approx 5 cm) is stretched. Attempts were made to remove the guide wire by flushing the guide wire lumen many times and applying force. The returned sample was too damaged and the guide wire could not be removed. It was also impossible to remove the introducer sheath.

Event description:
An attempt was made to use an admiral xtreme peripheral balloon catheter to pre-dilate a lesion in the left artery for a stenting procedure. After using the device to dilate the lesion, the physician found the wire and the balloon were trapped. He could not pull out the balloon and the shaft broke. The device, including the detached distal portion, was removed and no injury was caused to the pt. No further info was provided.